Event description:
It was reported that a patient presented with inappropriate shock noted on the patient's implantable cardioverter defibrillator. No information regarding intervention or adverse patient consequences was reported. The patient was then reported to be deceased. There is no allegation from a healthcare professional that the death was device related. The cause of death was cardiac arrest.